Event description:
It was reported that a patient underwent a robotic total lap hysterectomy procedure with a cysto on an unknown date and a barbed suture was used. During the procedure, the suture pulled from the needle and completely separated. The needle apparently moved a good bit from the cusp to the liver. The needle was retrieved during procedure by robot. The procedure was completed successfully without patient harm. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: no I can not provide the lot number ¿ everything was thrown away needle was retrieved during procedure by robot